Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04140. It was reported that stent damage post deployment occurred. The target lesion was located in the right coronary artery (rca). A 2.75x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the distal lesion so the physician decided to implant the stent in the proximal lesion. Another 2.75x38mm promus element ¿ long drug-eluting stent was then advanced but also failed to cross the distal lesion. The device was removed and a 2.50mm x 15mm apex¿ balloon catheter was advanced for dilatation. However, a vessel dissection occurred. Upon removal of the device, the proximal part of the shaft of the balloon fractured in the proximal ostial of the previously implanted stent in the proximal lesion. Subsequently, 5 non-bsc balloon catheters were then used to treat the dissection. Another balloon catheter was then used to remove the fractured shaft of the balloon catheter. The previously implanted 2.75x38mm promus element ¿ long drug-eluting stent was deformed by the other devices during removal of the fractured balloon. The stent deformation was treated by implanting a non-bsc stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage with struts at the proximal edge bunched and lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through a calcified lesion. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-04140. It was reported that stent damage post deployment occurred. The target lesion was located in the right coronary artery (rca). A 2.75x38mm promus element long drug-eluting stent was advanced but failed to cross the distal lesion so the physician decided to implant the stent in the proximal lesion. Another 2.75x38mm promus element long drug-eluting stent was then advanced but also failed to cross the distal lesion. The device was removed and a 2.50mm x 15mm apex balloon catheter was advanced for dilatation. However, a vessel dissection occurred. Upon removal of the device, the proximal part of the shaft of the balloon fractured in the proximal ostial of the previously implanted stent in the proximal lesion. Subsequently, 5 non-bsc balloon catheters were then used to treat the dissection. Another balloon catheter was then used to remove the fractured shaft of the balloon catheter. The previously implanted 2.75x38mm promus element long drug-eluting stent was deformed by the other devices during removal of the fractured balloon. The stent deformation was treated by implanting a non-bsc stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.